Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital due to vaginal foreign body, mesh extrusion, bladder neck obstruction, and incomplete bladder emptying.